Event description:
A malfunction was reported by the customer, indicated by the appearance of malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and advised that the customer could continue using the pump. The customer was instructed to call back if any malfunction code recurred, and they acknowledged and understood the guidance provided.